Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Bone cement does not adhesive between bone and prosthesis. In total knee replacement case when completed trial and began applied prosthesis whit bone cement smart set. When surgeon completed to insert all prosthesis and waited for cement hard, he changed to trial thicker insert and found that bone cement crack and saw chasm between cememt and prosthesis.

Manufacturer narrative:
Conclusion and justification status: the complaint received from (B)(6), states that: bone cement does not adhesive between bone and prosthesis. In total knee replacement case when completed trial and began applied prosthesis whit bone cement smart set. When surgeon completed to insert all prosthesis and waited for cement hard, he changed to trial thicker insert and found that bone cement crack and saw chasm between cement and prosthesis. No sample was returned from the hospital for investigation. The dfmea and IFU have both been reviewed. Retained samples of the batch in question have been tested and all results are within specification. The IFU states the following: ¿bone cements are heat sensitive. Any increase or decrease in temperature (either ambient, and/or of the cement components and mixing equipment) from the recommended temperature of 23°c will affect the handling characteristics and setting time of the cement. Note: manual handling and body temperature will reduce the final setting time. The handling characteristics and setting time may vary if the cement components or mixing equipment have not been fully equilibrated to 23°c before use.¿ the IFU states that any increase/decrease from the recommended temperature of 23°c will affect the final setting time. There is no checklist attached to the complaint to confirm the temperature of the operating theatre. As temperature has a huge effect on th performance of the cement, temperature could potentially be a route cause, effecting the bonding issues observed in theatre. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.